Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the product was not returned to j&j medtech orthopaedics; however,, photos were provided for evaluation. Visual inspection of the returned photos found that the complete suture condition is not visible, no broken areas were noted. No observations pertaining to the nature of the reported event or any other anomaly were identified. The overall complaint was not confirmed as the observed condition of the minilok qa+ #2-0 oc rb-1 would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: correction h11: please note that the incorrect investigation summary was inadvertently submitted on the previously submitted supplemental medwatch report. Please note that the investigation summary has been updated with the returned product investigation. Updated investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the suture broken and frayed, which broken fragments were not returned for evaluation. Additionally, the anchor and one of the needles were not returned for evaluation. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the minilok qa+ #2-0 oc rb-1 would have contributed to the complained device issue. Based on the findings, the potential cause for the anchor damage can be traced to procedural variables such as handling of the device or product interaction during procedure and over-tensioning of the suture, conditions that can lead to the suture damage. As per instructions for use (IFU); excessive tension may overload the anchor or suture. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e1: account full name: (B)(6) hospital investigation summary: the product was not returned to j&j medtech orthopaedics; however, photos were provided for evaluation. Visual inspection of the returned photos found that the complete suture condition is not visible, no broken areas were noted. No observations pertaining to the nature of the reported event or any other anomaly were identified. The overall complaint was not confirmed as the observed condition of the minilok qa+ #2-0 oc rb-1 would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a surgical procedure of the hand it was observed that when the suture of the minilok qa+ #2-0 oc rb-1 device was tightened, the suture broke off. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.